Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use an evercross 8mm x 80mm balloon to treat a calcified right common iliac. The lesion exhibited moderate tortuosity and severe calcification with 95% lesion stenosis. After the second inflation the balloon ruptured and was removed. It is reported that a 8.0 x 60mm medtronic evercross was then used. It is reported that this balloon ruptured at 15 atms (reference MDR report no. 2183870-2016-00519). The procedure was extended by 1 hour 50 minutes. Another balloon was used to complete the procedure. Post procedure, the mid right brachial was found to have a significant dissection and stenosis with decreased flow distally. A covered stent was placed.

Manufacturer narrative:
Cine image review: a cd of cine images containing 35 cine folders from the procedure was received. Images are of a contrast injection of the right iliac to the patient¿s pelvis, a contrast injection of the right iliac to the patient¿s upper right thigh, guidewire and catheter navigation of the right iliac were viewed. Targeted vessel anatomy with guidewire and catheter are visible. The vessel exhibits two lesions. The cine images visualize the uninflated balloon marker bands. The vessel anatomy shows severe calcification within the treatment area. The images depict the catheter, guidewire and ancillary device in the brachial artery and attempt to snare marker band in the patient¿s brachial artery. An occlusion of the brachial artery is visible along with a spiral dissection of the vessel. The images show contrast flow within the patient¿s left brachial artery, guidewire and positioning of stent, stent deployed, and balloon positioned to post dilate the stent to treat dissection of brachial artery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.